Manufacturer narrative:
X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that pt had high lead impedance on a systems diagnostic test during a routine office visit. It was also reported the pt had discomfort at the neck / electrode site. The pt continued to have discomfort after the device was set to 0 ma. X-rays were reviewed by MFR; no gross lead breaks were noted. Pt underwent revision surgery in which the lead was replaced. The generator was replaced prophylactically. The product was returned to the MFR. Product analysis is pending.